Manufacturer narrative:
Control recovery was within specifications. A field service engineer (fse) went on-site and replaced the vacuum isolator chamber (vic) and performed a cleaning as preventive maintenance. Instrument performance was verified and results met published performance specifications. The cause of the discrepant results is related to the vic. In this event, the instrument operated as intended and generated flagged results for the wbc/diff and plt results alerting the operator to review results however there were no instrument generated flags/messages for the erroneous mcv results. Upon recur of the malfunction, there is possibility of erroneous unflagged wbc, hemoglobin (hgb) or neutrophil (ne) results being generated. Per labeling, beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter does not claim to identify every abnormality in all samples.

Event description:
A customer contacted beckman coulter (bec) to report that wbc/differential (diff) results obtained on two samples from two different patients run on a coulter act diff 2 analyzer on the same day did not match rerun results or results obtained by the reference laboratory which the customer considered correct. Erroneous results were reported out of the laboratory. However, there was no death or injury or affect to patient treatment with regard to this event. Data provided for review indicated that on initial and subsequent runs, patient #1 ((B)(6) female) recovered higher wbc and erratic platelet (plt) and diff results, with instrument generated specific messages and higher un- flagged mcv results (computed mcv = (hct/rbc) x 10), compared to results from the reference laboratory, which was reported out as correct. Higher wbc and plt results with instrument generated messages for wbc/diff and plt were also obtained for patient # 2 (patient details not provided) on initial run, and higher mcv results with no flags were recovered, compared to results from the reference laboratory which the customer considered correct.